Event description:
It was reported there was a loss of aspiration. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery. During the procedure, the device stopped aspirating. Another of the same device was used to complete the procedure. There were no patient complications.